Manufacturer narrative:
H6: health effect impact code: f26. H6: component code: g03001. D8: was this device serviced by a third party? No. The field service representative (fsr) performed extensive troubleshooting and discovered the mixers were very bent. The aero c8k mixer was replaced and determined to be the likely cause. The fsr also replaced and calibrated the r2 probe. Return testing was not completed as returns were not available. An instrument service history review verified subsequent issues have been reported that are related to discrepant results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the aero c8k mixer did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the aero c8k mixer or the architect c4000 processing module for serial (B)(6) was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated total bilirubin results generated on the architect c4000 processing module for one neonate patient who was undergoing phototherapy. The following data was provided: initial result >25 mg/dl, repeat with manual dilution = 27.5 mg/dl, repeats with automatic dilution = 26 mg/dl and 25 mg/dl, repeat after troubleshooting = 18.5 mg/dl, results from another laboratory = 19. No impact to patient management was reported.